Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9106496. Documentary investigation was performed and no issue was recorded during production. We received one used sample with needle unglued from the bonee's tube. At visual inspection, the needle and tube showed no pinch, crush or other impact marks. Internal and external diameter were controled at our lab and results are in accordance with our specification. This product was analyzed with production team. The gluing step was observed by uv-visible lamp. Glue was visible all around the tube, and a single glue-free chimney was observed on the needle, which does not fully explain the needle's detachment when the packaging was opened. Checking quality database revealed no anomaly in connection with the described defect. A similar case study was performed based on bonee product, defect needle broken, between march 2021 to march 2025, 9 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, during a procedure in the urology operating room involving botulinum toxin injections into the bladder wall using a bonee® needle for bladder injection via a cystoscope, the surgeon realized that the needle had become detached from the catheter. A needle from the same lot was used to administer the injection without incident. The needle became detached while the device was not yet in the patient.

Event description:
According to the available information, during a procedure in the urology operating room involving botulinum toxin injections into the bladder wall using a bonee® needle for bladder injection via a cystoscope, the surgeon realized that the needle had become detached from the catheter. A needle from the same lot was used to administer the injection without incident. The needle became detached while the device was not yet in the patient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.